Manufacturer narrative:
The suspected device was returned for evaluation in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event log reviewed and cassette alarm was observed in event logs history. Visual and functional tests were performed, and non-reactive downstream occlusion sensor was found. Replaced dso sensor. The device passed all functional testing after repair.

Event description:
During investigation testing it was confirmed that ¿pump cassette was not attached¿ error does appear in event log of the returned pump. This high-priority alarm occurred during testing; however, if this error occurs during infusion, it will interrupt therapy and potentially impact patient.